Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, a leak between the c-body and c-cover was found. Dent and scratches were observed on the plastic of the scope. The rubber and lens were cracked. The scope was opened, and no fluid was found inside. No other issues were observed during the evaluation. If additional information is provided a supplemental report will be filed.

Event description:
A user facility reported that the scope had a hole due to incorrect reprocessing. No patient involvement was reported. No injuries were reported due to this issue. No additional information has been obtained.